Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor pcb was identified as requiring replacement. The customer refused further service at this time. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.